Manufacturer narrative:
The complaint investigation for a false negative architect b-hcg result caused by solutions included a search for similar complaints, and review of complaint text, trending data, labelling, device history records and result logs from the customers instrument. Return testing was not complete as patient samples were not available. Result logs for the customers instrument demonstrate low rlu count for the sample and low rlu counts for replicates of all other assays tested around the same time. In addition, error code 1005 was also generated on the instrument around the time in question. This data suggests that a pre-analytic issue occurred potentially related to the incorrect use or loading of solutions. Trending review determined no trends for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Labelling review confirms that the current issue is adequately addressed. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
Customer reported false negative architect b-hcg assay result for one patient. The customer provided: sid (B)(6) initial = <1.20 miu/ml. The customer stated the patient had a high result of b-hcg at another laboratory and with a different method, but they have not provided these results for comparison. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
Customer reported false negative architect b-hcg assay result for one patient. The customer provided: sid (B)(6) initial = <1.20 miu/ml. The customer stated the patient had a high result of b-hcg at another laboratory and with a different method, but they have not provided these results for comparison. There was no impact to patient management reported.